Event description:
Customer reported issues with the insulin pump. Customer states that there is a no delivery alarm. The blood glucose reading is 222 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error excessive no delivery alarms were noted during testing. The motor passed the motor test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, and a cracked belt clip slot.